Event description:
Healthcare professional reported left side "suspicion of rupture, seroma, capsular contracture baker grade unknown, bia-alcl must be assessed after explant surgery." Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphoma-alcl suspected, capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: lymphoma-alcl-suspected, rupture, capsular contracture baker grade unknown, and rupture.

Event description:
Healthcare professional reported left side "suspicion of rupture, seroma, capsular contracture baker grade unknown, bia-alcl must be assessed after explant surgery." Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Rupture- breast: not observed. Seroma-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2914779 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed the events capsular contracture and seroma were unable to be observed and rupture was not observed, additionally, the event lymphoma ¿ alcl - suspected was added after the closure of the device analysis, however this event is unable to observed too. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v3.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl -suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Per additional information received from healthcare professional, the initial report of rupture, seroma and alcl lymphoma were not confirmed. There was no evidence of rupture/seroma/lymphoma. Therefore unreporting the events of rupture, seroma and lymphoma-alcl-suspected. Device analysis (revised): based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Per additional information received from healthcare professional, the initial report of rupture, seroma and alcl lymphoma were not confirmed. There was no evidence of rupture/seroma/lymphoma. Therefore un-reporting the events of rupture, seroma and lymphoma-alcl-suspected.

Event description:
Device has been explanted.